Event description:
Surgeon reported experienced "weird problems" with bioglue following a procedure to resolve an aortic aneurysm. Surgeon reported observing sterile pus, located around the bioglue site, and considered the collection of fluid an inflammatory response associated with bioglue.